Manufacturer narrative:
Combination product: yes.

Event description:
During the procedure to change the associated device, oversensing with artifacts was noted on this rv lead. The lead was also explanted.

Manufacturer narrative:
Combination product: yes. The ICD and the lead under complaint were returned for analysis. Inventra 7 vr-t df4 promri: upon receipt, the ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. The visual inspection of the device showed no anomalies. An unexpected battery voltage trend and a premature battery depletion could be confirmed during analysis. Further, during the analysis of the available iegms noise was observed in the right ventricular channel. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021. Protego promri s 65: the lead under complaint was found cut into two fragments 15 cm distal to the df4 connector pin. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through in the distal end region, which is assumed to be the root cause of the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found stretched, which most likely resulted from the extraction procedure due to tensile stress. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.